Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-dec-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and returned battery cap had stripped threads. The returned battery cap was unable to attach securely to power on the pump. A test cap was able to tighten enough to the cracked compartment in order to maintain connection. Using the test cap, the pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation revealed a dim, discolored display and the rubber keypad cover was detached from the pump. The complaint of no power was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.